Event description:
It was reported that the patient complained of chest pain. It was determined that both the right atrial (ra) and right ventricular (rv) leads had dislodged, with the rv lead perforating the epicardial fatty tissue. The rv lead was explanted and replaced. Additionally, the ra lead exhibited a loss of sensing and increased thresholds. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.